Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined

Event description:
It was reported that the patient developed an infection. The system was explanted successfully. The patient was stable throughout the procedure. No plans for re-implant at this time. The system will not be returned.

Manufacturer narrative:
(B)(6).